Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted a defect just above the superior aspect of the previously placed mesh. He then divided the mesh and freed the bowel that was adhered to the abdominal wall. After a considerable amount of time was taken to carefully divide and remove a significant amount of thick adhesions, scar tissue and desmoplastic reaction to the mesh, he removed the mesh completely. It was reported that the patient experienced chronic abdominal pain, adhesions, indigestion, scarring and abdominal disfigurement. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/24/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.